Event description:
The iab was inserted into the pt on 2/25/98 at 10:30 am and removed on 2/26/98 at 1:00 pm. The iab did not malfunction. The pt had major ischemia and removal of the iab and surgery was required. (Event complications: ischemia/removal/surgery required-reported 4/1/98.) (Pt's current status: expired-rpt'd 4/1/98).